Event description:
On (B)(6) 2007, it was reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during a stent placement procedure on (B)(6) male patient (weight unknown) on (B)(6) 2007. According to the complainant, "the stent didn't open properly.. (T)he suture did not [break]...[the physician] did not release the stent...(and the stent was removed along) with the introducer." The procedure was not completed as another device was not available. The patient's condition was reported as "stable".

Manufacturer narrative:
Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is submitted based on these results. A visual examination of the returned device revealed that the distal section of the stent was partially deployed and had folded back on itself. A functional evaluation indicated that once the stent was unfolded, it was possible to deploy the remainder of the stent. A review of the device history record was performed for the pertinent lot; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for the lot. The (B)(6) 2007, 15-month ultraflex esophageal stents product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).